Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the marker band was moving. An accustick¿ ii introducer sheath was selected for use. During procedure, the physician advanced the outer sheath of the accustick¿ into the patient; however, it was noticed that the marker band was moving. The device was checked outside the patient's body and noted that the marker bands moved up and down upon touching with his fingers. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.